Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated at the customer site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4). Visual inspection of the system found arcing to have occurred at pin 22 of the wire harness, and fluid at the gap of the coolant circulation pump. The fan also had a loud noise due to the connection issue. A review of the event log was performed and found several tcmid: 02 (cooling engine danfoss) errors. Initial functional testing of the system was unable to be performed due to the tcmid: 02 error. The wire harness was replaced, remedying the customer reported complaint. Additional work completed not related to the reported complaint to ensure that the ivtm is functioning without issue: the fluid at the gap of the coolant circulation pump was cleaned and dried. Display head and internal fan cleaned and checked. The system then underwent final functional testing, where no errors or anomalies were exhibited. In summary, the customer reported complaint of the system exhibiting a tcmid: 02 (cooling engine danfoss) error message was confirmed through both review of the event log, and initial functional testing of the system. The root cause of the tcmid:02 error was determined to be arcing at pin 22 of the wire harness. The wire harness was replaced, after which the system functioned as intended.

Event description:
It was reported that during patient use, the thermogard xp ivtm system (sn: (B)(4)) was displaying error message tcmid:02 (ce danfoss error). The customer used another tgxp system to continue and complete their temperature management therapy. No known patient consequences were reported.